Manufacturer narrative:
No patient demographic information provided. User movement of the frame caused the event. The device performed as intended.

Event description:
A medtronic representative reported that during a one level posterior lumbar interbody fusion case, the right side screws were placed properly but the left side first screw was placed into the vertebral body and not the pedical. The surgeon was able to correct the screw position and complete the case with no patient impact.